Manufacturer narrative:
The hill-rom tech found the latch dirty and needed to be greased. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned the latch and greased to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the pts left head side rail wouldn't latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).